Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 533 mg/dl, cause was unknown. Customer administered a manual insulin injection to address elevated blood glucose. Recommendation was made to consult with a healthcare provider to discuss diabetes management.